Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. The device history records could not be reviewed as the part and lot number is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is scheduled for a revision surgery for an unknown reason.

Manufacturer narrative:
Information in this report was previously submitted under report #0001822565-2015-02703-2. This report will be amended when our investigation is complete.

Event description:
It is now known that the patient was revised due to loosening.

Manufacturer narrative:
The information in this report was previously submitted under 0001822565-2015-02703-3. The device history records for the tibial component were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Review of the compatibility matrix identified that all of the components are compatible. Operative notes were received and reviewed. The primary notes state that the patient underwent tka to treat severe degenerative joint disease of the right knee. The patient had a bmi of (B)(6) that required 20% more effort to perform the surgery. After ligament release and insertion of the trial components, the gaps were well balanced and the patella had an excellent tracking. Range of motion and stability were found excellent after implementation of final components, well-balanced gaps and acceptable patella tracking. The elevated patient's bmi is associated with an increased risk of complications. The revision notes state that the tibial component had significant medial and lateral instability. The back side of the tibial component had 50% poly fibrous ingrowth and 50% bony ingrowth. All components were revised to address issue of tibial loosening. A field action was conducted in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall z-1266-2015 contains the related tibial lot number. The CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices. Therefore, the problem with this device constitutes a "design issue" as the root cause.